Manufacturer narrative:
Date of report: 17jan2019. Date rec'd by MFR: 16jan2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to check for output from the power supply. If good voltage to call parts to request warranty replacement of the power management board. If voltage is not there to replace the power supply. The customer replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported unit turned self off/on. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.